Manufacturer narrative:
Three documented attempts were made to visit the site and test the system. Though no confirmation was provided by the site. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes. Site refused service.

Event description:
A site representative reported that, while outside of a procedure, that fluoroscopy was not possible on the imaging system. On the imaging system's screen, there was a message displaying that the battery voltage was too low. Initial troubleshooting was performed by restarting the imaging system. There was no patient present when this issue was identified.